Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a critical pump error alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump ha a critical pump error displayed on the screen after exposure to moisture. Customer also reported that the insulin pump had a keypad anomaly. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with critical pump error and a broken force sensor was detected during seating or regular delivery due to moisture damage to force sensor. Unable to verify unresponsive buttons due to critical pump error. Device received with corroded electronic assemblies and corroded motor home switch.